Event description:
Reporter indicated that vns pt was diagnosed with left vocal cord paralysis. Treating ent surgeon indicated that the vocal cord was not cut. Treating neurologist indicated that the event was believed to be related to the implant surgery. Stimulation has not yet been initiated.